Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and damage to the stent delivery device occurred. As the physician was attempting to advance the taxus experss2 8.8% 2.75 x 16 mm drug eluting stent across the lesion in the lad the stent delivery device became stuck on the atw guide wire, started to "bunch up" and then became stuck on the balloon. The entire system was removed as a unit. No pt injuries or complications were reported.